Event description:
Event description guidant received information that upon interrogation, this implantable cardioverter defibrillator (ICD) displayed a memory fault. The patient also reported receiving multiple shocks in one day. Guidant received additional information that the lead was fractured and is suspect in causing device memory fault.